Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose level. Customer continuous glucose monitor read "high"; however, a bg value was not provided. A bolus was delivered to address bg level. Customer continued to use current pump for insulin therapy.